Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. A visual inspection was performed, all the components were assembled properly at the tube, and no anomalies were found. Inflation and deflation tests were performed. Air was applied to both cuffs. The cuffs inflated and deflated without issue. The stylet was removed and the inflation and deflation tests were conducted without any issues observed. The unit was found to be functioning as intended and the customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
A report was received stating, during 'prior to use' testing, a hospital physician found the endobronchial tube cuff did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.